Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of peritonitis and break in aseptic technique/did not clean area before starting pd/reused equipment/patient reusing minicaps, doing pd exchange in public area in a patient coincident with dianeal pd2 , unknown therapy. In (B)(6) 2009, the patient began treatment with dianeal pd2, unknown (lot number, dose, and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date there was a break in aseptic technique including, did not clean the area before starting pd, reused equipment, patient reusing minicaps, and doing pd exchange in public area. In (B)(6) 2011 the patient experienced abdominal pain, peritoneal cloudy effluent for 2 days prior to hospitalization. On (B)(6) 2011, the patient was admitted to the hospital for peritonitis. Treatment included heparin 300 iu per l dialysis solution. The patient recovered from the peritonitis. It was not reported if the patient was trained in aseptic technique. Medical history was not reported. The nurse did not believe that the peritonitis was related to the dianeal pd2 therapy.